Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred while exposed to 72 degree fahrenheit temperature. Additionally, the pump battery could not be charged. The customer's blood glucose was 134mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.